Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had can not read the display. The blood glucose at the time of the incident was 150 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
The pump was received with missing segments and a partial display with vertical black lines across the display due to cracked lcd glass. Unable to perform the self and the displacement test due to display anomaly. The pump was also received with minor scratched lcd window.